Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, a number of non-sustained ventricular tachycardia episodes were stored over the past six months. The episodes noted noise on the right ventricular pace and shock channel. The noise resulted in two to three seconds of asystole in this pacemaker dependent patient. The patient did not report and symptoms. Tachy therapy was programmed off while the physician contemplates a lead revision procedure. The device and right ventricular lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 66mm from the terminal pin. Two segments were returned, a terminal end segment and a tip segment. A segment of the lead and/or insulation may be missing from the mid-body section if the lead. The conductor coils were stretched in the rate sense lumen due to the extracting stylet. Laser extraction damage was noted in the insulation. The proximal end of the distal spring electrode was separated from the lead body insulation. Blood/body fluid was noted in the helix housing. The lead body was curled, the insulation was bunched, the high voltage cable was extremely wavy and the rate sense coil was extremely stretched in the tip segment. It appears that the lead was pulled with great force, then let go. No anomalies other than explant related damage were noted.